Event description:
My son passed away while wearing the medtronic minimed paradigm insulin pump serial # (B)(4), mmt # 5t1lnas. The insulin reservoir was filled the day before and when the coroner received his body the next day the reservoir was empty.